Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that, with the ins that was implanted in 2017, the ins stopped working/helping the patient's symptoms "probably around 2020 or early 2021" and at that point when they went to the managing health care provider (hcp), they were told it was time to replace the whole system. The caller stated "now whether they decided to replace it because something failed in the unit, I don't know," and stated they didn't know if it was for normal battery depletion, but it was replaced with the patient's current system which was working fine. Documented reported event. No further action was taken by patient services. Patient services reviewed MRI guidelines with the caller and redirected the caller to discuss concerns with the patient's hcp. The caller stated they couldn't get much information from the hcp about the issue and that they weren't even sure if there was an abandoned component. Caller asked if an x-ray could help determine that. Patient services reviewed information with the caller and advised the caller that the patient's MRI mode would have been programmed at the patient's most recent implant and the mode should indicate there was an abandoned component if the patient had one and redirected the caller to follow up with the patient's hcp. The caller stated the patient wasn't available to review MRI mode at the time of the call so they would try to check the MRI mode later with the patient and call back if they needed further assistance. The caller called back for assistance activating MRI mode. Caller activated MRI mode and saw full body eligible. Caller is concerned because they thought part of the lead from the previous system may have been left in the patient's body. Reviewed option to check the surgical report. Caller said they wanted the patient to have a x-ray to check.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.